Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding five (5) falsely depressed carbon dioxide (co2) patient sample results obtained on a dimension vista® 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the instrument data logs. Hsc observed that the instrument data was consistent with water related issues. The issue was resolved by the customer emptying and flushing the millipore water tank. Quality control recovery was within the customer's expected ranges. A potential product issue was not identified. The system is fully functional. The device is performing within specifications. No further evaluation is required.

Event description:
Five (5) discordant falsely depressed carbon dioxide (co2) patient sample results were obtained on a dimension vista® 1500 system. The falsely depressed patient results were reported to the physicians. The same patient samples were reprocessed on an alternative dimension vista® 1500 system. Higher reprocessed results, considered correct, were obtained. Corrected reports were issued. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide results.